Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast prosthesis implantation surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with spontaneous left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
After clinical/secondary review of this file performed on may 4, 2022, it was decided to remove/add code e2308 (breast mass) and update it to e2317 (granuloma) to more accurately capture the reported event. Reason for device explant and/or reoperation: granuloma. On may 13, 2022, the product investigation summary was updated with the following statement: granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone.

Manufacturer narrative:
On april 15, 2022, mentor became aware that the patient was also diagnosed with asymmetry, left breast capsular contracture (baker grade IV), and palpable left breast mass. The left breast was very hard, tight and was causing discomfort. Along with removal, the patient also underwent left open capsulotomy and replacement with a 500cc mentor memorygel breast implant (catalog: 3505001bc lot: 9652862 sn: (B)(6)). Reason for device explant and/or reoperation: capsular contracture, breast mass, breast pain. On april 19, 2022, the mentor failure analysis lab received the device for evaluation on may 2, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 500cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.